Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Customer reported that a ultrathane mac-loc locking loop multipurpose drainage catheter was successfully placed on (B)(6) 2018. On (B)(6) 2018, the hub of the device reportedly separated and was replaced with a second device. No further patient harm has been reported.

Manufacturer narrative:
Additional information: upon further communication with the customer (B)(6) 2018), it was revealed that the device was placed for less than 24 hours before separating. Additionally, it is unknown where in the body the device was placed and what type of drainage was being performed at the time of the event. Investigation evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Clinical assessment: the cause of this event in not established. However, this is the third device (1820334-2018-00672 & 1820334-2018-00673) for this patient and it is feasible to suggest this patient may not be appropriate for this device or requires additional patient teaching. The IFU states, ¿patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter.¿ at this time the clinical assessment cannot eliminate any possible causes for this event such as product handling, medical procedure, user technique, human anatomy, patient mobility or environment, other device compatibility, device failure, or manufacturing related causes. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue to monitor for similar complaints and are currently investigating this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.